Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer. The customer was instructed to tighten the 6mm mounting bolt between the libero and scope head. The customer reported that the event was resolved. There have been no further occurrences of the reported event. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system operator¿s manual provides instructions that the user should verify the mechanical security of the console prior to use. The root cause of the reported event can be attributed to a loose 6mm mounting bolt. However, how or when the bolt became loose is unable to be determined conclusively. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported that an ophthalmic microscope head unit was loose. There was no report of any patient harm. Additional information has been requested. Additional information received clarified that the reported event occurred during a surgery. It was confirmed that there was no patient harm associated with this reported event. The reporter further confirmed that, with guidance, a bolt was identified as loose in between cases, which has since been tightened and the reported problem has now been corrected.